Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device, confirmed the reported issue in the logs but was unable to replicate the reported issue. The se replaced the bd (breath delivery) pcb (printed circuit board) cpu (central processing unit) and updated the software to the current revision. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient during oral suctioning, a 980 ventilator went inoperative, "stopped delivering breaths," alarmed "limited mix capability, only 21% or 100% supported. Provide alternate source of ventilation, est [extended self test] required" and indicated a backup ventilation error code. The patient was removed from the ventilator and manually ventilated via nambu bag before being placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Device evaluation summary: one breath delivery central processing unit printed circuit board was returned to medtronic for further analysis. A visual inspection of the returned part was conducted and no anomalies were observed. When it was attached to the test unit, it was found that the unit successfully passed all the tests and calibrations without errors and alarms. The investigation could not determine a cause of the event as the issue was confirmed in logs and not duplicated. The event will be included in trending and monitoring.